Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, an elective re- placement indicator (eri) trip was noted. The eri trip was cleared and the battery data was then 2.72 v, 10 ua, and 2.5 k. Analysis of the device image showed that there was intermittent high cell impedance, and low cell voltage read- ings. It was determined that eri trips would likely occur intermittently, and it was recommended that the device be replaced. The patient was not pacemaker dependent. .